Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer received no delivery alarms. The caller stated that the customer had high blood glucose of 560 mg/dl at the time of incident. The caller stated that the customer treated the high blood glucose with manual injection. Troubleshooting was done. The insulin did exit during prime. The caller mentioned that the customer also experienced low blood glucose while off the insulin pump and a hospitalization due to different issue. The insulin pump will not be returned for analysis.